Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by pain in the lower abdomen during the night (on the date of onset), and cloudy pd effluent with lower abdominal pain in the morning of the following day. On the same day, the patient was hospitalized for the event and the patient began treatment for the peritonitis with ketocef (1.5 gram, once daily, route not reported). On the same day, treatment with ketocef was discontinued. The next day, the patient began treatment for the peritonitis with mirocef and kefzol (doses, frequencies and routes not reported). Three days later, treatment with mirocef and kefzol were discontinued. The following day, the patient began treatment for the peritonitis with vancomycin (one gram once in five days, route not reported for fifteen days). On the same day, the peritonitis was resolved, the patient was recovered from the event and the patient was discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available.